Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of the mapping catheter showed that the shaft was kinked and broken 1.66 inches from the ECG connector. No ECG signal wires were broken inside the shaft. The tip/loop section were intact with no apparent issues. The catheter failed the performance test due to a broken shaft and kink. The product analysis findings do not indicate a manufacturing related defect. In conclusion, the reported issue was confirmed through testing. The mapping catheter failed the returned product inspection due to a broken shaft and kink. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the circular part and shaft of the mapping catheter were misshaped. The mapping catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event. Additional information reported that the shaft of the mapping catheter was bent.